Event description:
The nurse reported a system message displayed during set up. Nine cases were cancelled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4).(B) (4). (B) (4).